Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 600 mg/dl at the time of the incident. The customer treated their blood glucose with their insulin pump. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor cannula was bent. The customer was sent a replacement sensor.